Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: patient was revised to address pain, tibial and femoral loosening. Loosening occurred at the cement/implant interface. Competitor cement was used. Update: medical records received 17 june 2019 were reviewed 11 july 2019 for MDR reportability. There was no new information that would change the existing investigation. The patient was revised to address tibial and patellar loosening, chronic pain, with instability. Tibial loosening occurred at cement/implant and cement/bone interface. During the revision notes, it stated that the patella was not grossly loose, so there is a discrepancy there. No mention of femoral loosening was mentioned in the revision notes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.